Manufacturer narrative:
Device will not be returned. If the device or additional info becomes available, it will be reported on a supplemental report.

Event description:
It was reported, primary gamma nail fractured at union of the lag screw and the nail. Sub-troch/inter-troch. Looks to have collapsed on itself. Pt fell in the shower.